Manufacturer narrative:
A user facility report was submitted to the FDA (mw5065948). Based on information provided to the manufacturer by the sales representative who attended the surgery, the pump broke during the attempt to expend the nail outside the patient body using hight pressure (beyond 70 bar). The nail that was used with the involved pump was received at the company, expanded to its maximum diameter, indicating over-pressure was used while inflated. Based on investigation findings, it seems that the high pressure caused the fault. As indicate in the IFU of the fixion il nailing system, "the nail is to be expanded to 50 bar, or until its bars are attached to the intramedullary wall. Maximal expansion should not exceed 70 bar. In any case, do not over-expand the nail beyond 70 bar." It is noted that another pump from the same lot was successfully used to expand another fixion il nail during the discussed operation. Examination of the production records of the involve device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacture facility. Note:this product is no longer marked in the USA

Event description:
During second attempt to expand a fixion il humeral nail , the pump shattered. Another pump from the same lot number was used and functioned properly.